Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented for routine follow up showing non-sustained rv oversensing due to post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.